Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported that the patient had been taken to the emergency room (ER) via ambulance with hypoglycemia on (B)(6) 2025). The patient's blood glucose levels declined to 40 mg/dl while wearing the pod. The patient was also diagnosed with glucose transporter type 1 deficiency syndrome. The patient was treated with IV (intravenous) fluid and dextrose IV. The patient was released a few hours later (B)(6) 2025). The patient removed the pod prior to the ER visit.